Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and prolapsed calcified leaflet for a mitraclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. A mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment (slda) from the posterior leaflet. Per the physician, slda was due to patient's pre-existing complex anatomy. Additional mitraclip was deployed to stabilize the slda clip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.